Event description:
It was reported that the patient ¿may possibly¿ be having surgery on her stimulator as she lost almost 100 pounds. The stimulator may be moved to the right side of the hip area. The stimulator was sticking and poking out and sometime gave her shocks. This had been ongoing for 4 months. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3998, lot# v014785, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# v008639, implanted: (B)(6) 2007, product type: lead. (B)(4).